Event description:
The manufacturer received information alleging a ventilator was alarming and not functioning. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" and "service required" codes were observed in the ventilator's downloaded error log. The device's system board and sensor board were replaced to address the issues.